Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide, model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose, chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient had an occlusion alarm during a bolus (4.25 units) while wearing the pod on the arm between 4 and 24 hours. The patient's blood glucose (bg) levels reached over 500 mg/dl. The pod was changed and the patient was taken to the emergency room (ER) about 2 hours later. Mother stated they had to take her to the emergency room and get a saline flush. At the ER, they took blood work, did a cbc (complete blood count) test, tested for blood gas, did a creatine test for her kidneys, tested her electrolytes and blood glucose. She received calcium, magnesium, and phosphorus tests and they gave her saline and insulin through an IV drip. The patient did not have her bg levels come back down until after medical treatment was provided.

Manufacturer narrative:
The data download returned an alarm code, which indicates that an occlusion occurred. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause an occlusion. Although the investigation found no evidence of any damage, the reported event could not be determined.